Event description:
It was reported by the customer that bd pyxis¿ medbank tower access wrong dosage. The nurse was able to access gabapentin 300mg cap when the pt was prescribed gabapentin 800mg caps. There were not any 800mg caps in the cabinet. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the device access wrong dosage. The technical support specialist explained the item was not on pt's orders, accessed as override. The user was unaware of functionality and the technical support specialist guided the user with the correct method to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.